Manufacturer narrative:
This supplemental report is being submitted to correct ( serial number ) and to provide additional information. The subject device has not been returned to olympus medical systems corp (omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be determined at present, if significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for sphingomonas sp.(>100cfu/20ml) and the suction channel tested positive for ochrobactrum anthopi and sphingomonas sp.(>100cfu/20ml in total) . It was reported that the subject device was loaner device of olympus. It was also reported that the subject device was manually cleaned with an olympus brushes (model bw-422t, maj-1339). The subject device had been reprocessed using an olympus automated reprocessor (aer) model etd-3 (not available in the USA ) with peracetic acid before the culturing test . There was no report of infection associated with this report.